Event description:
It was reported that the nurse hit her leg on the abduction assembly of the bed, injuring her knee which required an arthroscopic meniscectomy surgery. No defects were alleged with the unit, and the patient was not affected.